Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had her back cut open 3 times for revisions to address issues with the implant. The patient fell, which messed up the implant, including it flipping. The patient also lost weight. The issues were resolved after revisions. Additional information received from the patient reported that the patient had experienced neuropathy in the legs and pain that medication would not help before she had the revision surgeries. The patient had 4 surgeries on leads in the spine and had the battery in her side turn, so she had to have surgery on it. Further follow-up is being conducted to clarify the surgeries on the leads. If additional information is received, a follow-up report will be sent.